Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address their bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.